Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's s1 lead had migrated and was explanted on (B)(6) 2021. Surgical intervention was undertaken on (B)(6) 2021 where a new lead was implanted and therapy was reportedly restored following the procedure.